Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted for premature depletion. The device was implanted 44.3 months. It was replaced successfully, and will be returned for analysis.